Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative called into technical services for further troubleshooting. They attempted to reseat the I/o hub to computer cable and axiem to computer cable but the issue did not resolve.

Manufacturer narrative:
Device evaluation: the input/output (I/o) hub was returned to medtronic for evaluation. The returned I/o hub passed a functional test with no failures. There was no problem found. Device evaluation: the power supply was returned to medtronic for evaluation. When connected to ac, the returned power supply had normal output for all ports. There was no problem found. Device evaluation: the field generator was returned to medtronic for evaluation, and the reported problem could not be duplicated. The field generator was connected to a test system for a multi-day burn-in test. The system remained in green status during all testing. Flexing the cable did not indicate any intermittent opens. It was determined that the field generator was fully functional with no fault found. Device evaluation: the internal axiem communication cable was returned to medtronic for evaluation. The returned cable was found to be in good condition and passed a continuity test with no opens or shorts detected. There was no problem found. Device evaluation:a field generator component was returned unused to medtronic with no issues or faults found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative was able to complete the repairs. It was reported that the system is up and running.

Manufacturer narrative:
Patient age not available. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that when installing the system, the emitter was giving a red status. The medtronic representative (rep) who was present unplugged the emitter from the axiem box, but this did not resolve the issue. Rebooting the system did not resolve the issue either. It was noted that in the usbview, the mdt 422 converter (the I/o hub) was not listed. The site opted to abort navigation due to this issue. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. During further troubleshooting, the eminterface was pulled up and the ctrl was listed as not ready. Checking the usbview showed that the mdt 422 converter was not listed, indicating the I/o hub was not responding. Repairs were later performed on the system but they did not resolve the issue as an axiem communication error was still being received. The rep took off the side panel to check the number on the axiem box and noted it was an 8.

Manufacturer narrative:
A medtronic representative serviced the equipment. It was stated that hardware parts were replaced, and the error was fixed with the replacement parts. It was noted that a full system checkout wasn't able to be performed, but the failure with the system had been resolved. If information is provided in the future, a supplemental report will be issued.